Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro began overheating even though the activation toggle switch was confirmed to be in the "off" position. A replacement unit was opened but that hemopro also self-actuated and overheated. They finally opened a third kit to successfully complete the procedure. The hospital did not report any patient complications. The maquet territory manager discovered this hospital was using hemopro cables long after the IFU recommended 20 sterilization cycles to replace. This account now has newer cables. This report is for the first device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).